Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip did not deploy properly. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned while the yoke was attached to the control wire, indicating the device was prematurely deployed. It was also noted that the over-sheath was kinked and was returned separated from the device. The clip assembly was inside of the over sheath. Microscope examination was performed on the clip assembly and on the bushing and no discernible failures observed. Dimensional analysis was performed on the bushing outside diameter, and it was confirmed to be within specification. A dimensional analysis was performed between the hooks of the bushing, and both sides a and b were within specification. A dimensional analysis was also performed on the yoke outside diameter, and it was observed to be within specification. The reported event was not confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling and from the information available, this device was not used per the instructions for use (IFU), as the over sheath was separated from the device.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the clip did not deploy properly. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip did not deploy properly. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.